Manufacturer narrative:
The insulin pump had a blank display due to a broken component on the interface board. Unable to confirm any alarms due to the blank display.

Event description:
The customer reported the display disappearing and then rebooting, followed by an alarm. Troubleshooting was performed and the insulin pump continued to alarm. Nothing further was reported.